Event description:
It was reported that the patient experienced pain at the ipg site during an MRI scan procedure. As such, the scan was stopped immediately. The pain was resolved on its own after the MRI was stopped. Patient reports that the ipg site feels different after the MRI procedure, as if the battery has moved closer to surface of the skin. Reportedly, there is bruising and redness at the corner of the ipg site. Per patient, the ipg site hurt significantly for a couple of days, but states it is getting better.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The issue was resolved. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that the pain at ipg site has resolved on its own.